Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported, left side deflation. And implant removal from textured to smooth, due to the concerns of the product. Device remains implanted.

Event description:
Patient reported left side deflation. Additional report of creases were noted upon explant. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 30/oct/2024.

Event description:
Patient reported left side deflation. Additional report of creases were noted upon explant. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: the device related to the reported event deflation and anxiety-product/procedure was received on december 03, 2024. With catalog number mcghan-270. Based on the device analysis grid, the assessments of the complaint are: deflation: observed a broken plug strap assessed as an unidentified (tear) opening and observed an opening assessed as an unidentified (tear) opening (shell thickness within spec). Anxiety-product/procedure: unable to observe. Crease/folding of implant: creases observed on the device. No other observations observed, no further actions are required.

Event description:
Patient reported left side deflation and implant removal from textured to smooth due to the concerns of the product. Later, the patient's friend reported "deflation on a textured device". Healthcare professional reported "left breast implant is ruptured". Later, healthcare professional reported "leaking noted from creased fold of implant". Device has been explanted.